Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized for an issue not related to his diabetes. While at the hospital, the customer's insulin pump was lost. The product will be returned if it is found. Nothing further was reported.